Event description:
It was reported that the patient presented at clinic due to premature depletion of the pacemaker battery. Additional surgery was required to explant the pacemaker. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed by analysis. As received, the device with no output or telemetry communication was returned for analysis. After cutting the pacemaker open, analysis found that the battery was below end of service levels. High current was detected and traced to an anomalous integrated circuit within the hybrid circuitry. This anomaly caused the battery to drain prematurely. A device history record (DHR) was reviewed and found to be complete. The device met specifications prior to leaving abbott manufacturing facilities.